Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubble in the downstream occlusion (dso) seal. Review of event history logs was not applicable. Functional testing was performed but the reported issue could not be replicated; no issue was found. The root cause could not be determined; however, was likely due to user error/equipment used. The dso seal was replaced; no further action. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited failed dosage accuracy testing. It is unknown if there was patient involvement, no adverse patient effects were reported.